Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented in clinic with symptoms of dizziness. It was noted that patient had atrial lead noise that led to inappropriate mode switching. Device changes were made. The patient would continue to be monitored. The patient was stable.